Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 - corrected summary, h3- changed to "device discarded". The lot # 25153043 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [17143-on (B)(6) 2020 steris (B)(4) that a nonconformance occurred during gamma process run 110359a containing (B)(4) of vh-4000 (lot: 0300010101). The product was processed as a ¿run and adjust¿. At the adjustment point, minimum dose monitoring location 0c7 of carrier 1 was not given a replacement dosimeter after the adjustment measurement was taken. Therefore, the delivered dose during the second pass of the processing run for that location was not captured. Due to the lack of dosimeter being placed in monitoring location 0c7 of carrier 1 during pass 2 of the run and adjust, the dosimetry record indicated an underdose in that location. During the second pass of the run and adjust for gamma processing run 110359a, only four (4) dosimeters were placed in carrier 1 (2 minimum (0c3 and oc5) and 2 maximum (2a5 and 2e5) locations). ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip jaws were wearing out a little due to the fact the case was a long difficult case. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken.